Manufacturer narrative:
The account replaced the right siderail caregiver panel to repair the bed.

Event description:
The account alleged when he presses the knee down switch, the knee will lower slightly and will stop but will run back up when he lets off of the knee down switch.